Event description:
It was reported that during a face lift procedure, after the first firing, the staples were not sticking in the skin. They were not completely closed. They would cramp on one side and not the other. A second one was used to continue. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 32 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. No batch record review could be performed as no lot number was provided.